Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient reported that they thought the ins was no longer working. The patient stated that they were viciously attacked, and they thought the ins was not working anymore. The patient also stated that the ins didn't send them a signal anymore, and they were having severe pain on the implant site. The patient also stated that they had been to the hospital and they had to take out 1100 ccs off their bladder. The patient also mentioned that their external device would not connect to the ins anymore. The agent reviewed possible eos, and redirected to their doctor to further address the issue. Agent documented reported events. On 2026-mar-23 additional information was received from the patient. The patient called back in response to the outgoing email that was sent to them. The patient stated that the 1100 ccs taken out of their bladder happened after a court hearing where the patient had a seizure due to stress and pain in their abdomen. The patient stated that they didn't currently have a doctor as they were currently in alaska and the nearest doctor was very far. The patient stated that the 1100 ccs comment was referring to retention/catheterization. The implanted neurostimulator was related to this issue with an onset date of 2026-feb-23. The patient stated that they still needed medical attention but could not take action due to the previously mentioned vicious attack. The patient said they would see an orthopedic doctor the day of the call. The patient also reported that they could not have gotten that hurt falling off a bed. The patient was using a walker. The patient said they would fill out the email that they were sent and send it back. On 2026-mar-27 additional information was received from the patient. The patient provided medical history and appointment report. It was reported that the patient presented on (B)(6) 2026 to establish care-possible retention. Per the patient's referral, the patient was assaulted at the end of (B)(6). Which was reported on the (B)(6). The patient had concerns that their interstim right side implant may have been damaged with assault and was not working. The patient found that they had to sit on the toilet for 30 minutes or longer to empty their bladder completely. The patient reported no issues with urination before the device stopped working. The patient reported a longstanding history of retention. The patient checked device function with the handheld and found that there was no connection/function. The patient has since voided spontaneously 2x/day. The patient's post residual volume in-office was 210 ml. The physician did not work with sacral neuromodulation devices so they suggested catheterization 2x/day and referred the patient to a center where the device could be interrogated and replaced if necessary.